Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and confirmed that the reported phenomenon was duplicated, there was a gas leakage, the shaft was broken, and the heat compound was insufficient. Omsc also confirmed that the subject device had been used for 300 hours and manufactured on (B)(6) 2015. The exact cause of the reported event could not be conclusively determined, but there was the possibility that this phenomenon was attributed to the aging degradation of the subject device due to long term storage or inappropriate cooling of the subject device due to the insufficient heat compound. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during a inspection before use, the subject device (examination lamp) became dark with the abnormal noise from (B)(4) used by incorporating the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.